Event description:
It was reported that the insulin pump had given an alarm. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion and self tests. No unexpected a47 alarm noted during testing. However, a47 alarm found in alarm history due to corrupted history file. The device had cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.